Manufacturer narrative:
The reported complaint of error message "system error, out of service, revert to manual CPR" on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported system error was due to a damaged processor board as a result of an aging device. The autopulse platform was manufactured in november 2006 and it is over 12 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a damaged encoder cover, motor cover, battery compartment and a missing battery partition cover on the returned autopulse platform were observed during visual inspection. These types of damages and missing cover was likely attributed to normal wear and tear. The damaged covers and battery compartment along with missing cover were replaced. The archive data review indicated system error (latch error 136 - invalid parameters block) was observed on the event date, thus confirming the reported complaint. The initial functional testing could not be performed due to unclearable error message. To remedy the issue, the processor board was replaced. Also, unrelated to the reported complaint, load cell module 1 found to be over-reporting (defected), load cell module 1 was replaced. After service completion, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.